Event description:
A nurse infused a bolus feeding of 250cc at an infusion rate of 250cc per hour and infused the entire 1000cc into the patient. As a result, the patient became critical, was transferred to ICU, and later died. She had a myocardial infarction. Per the reporter, there was no relationship of the death to the device. In summary, a nurse infused 1000 cc of feed over 1-3 hours to a patient who was intended to receive 250 cc of feed. Additional information received on november 12, 2010, indicated the patient vomited and had shortness of breath after receiving feeding. Patient experienced o2 saturation and was placed on a bipap machine and was transferred to the ICU. The patient resumed tube feeding the next day and tolerated it well. The patient expired three days later.

Manufacturer narrative:
(B)(4) - death. The facility did not document the pump serial number used with the patient. The reporter is not able to determine the pump used with the patient, as the pump was removed from the patient's room and sent to a clean room with other pumps. (B)(4)